Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Allergan has initiated an investigation into this late report. CAPA # (B)(4).

Event description:
Healthcare professional reported that a patient was injected in the "right and left nasolabial fold area, oral comm and body of lip (both upper and lower), chin crease." Hcp reported "no blood aspirate on any pull back pre injection." Patient experienced color changes (mottling) to the right upper lip area and right nasolabial area were observed at the end of the session. Hcp "assessed and administered hyalase 1500iu with some effect." Patient left the clinic and called several hours later reporting worsening color. "Hylase was re-administered but it seemed to have little effect and over 3 hours, almost seemed to worsen. It seemed that the volift may not be reacting at all to the hylase and even thought more congestion was occurring." A "massage, heat pack and retrogesic gel was applied but area stayed dusky." Patient is also undergoing hyperbaric chamber treatment (5 days) and steroids/aspirin/antibiotics. On day 2, patient underwent an ultrasound of the facial artery which revealed "full patency". Patient still had dusky coloring continued over right upper lip and nasolabial, lateral nasal flare area which required more hylase. Patient is improving but symptoms are ongoing.